Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0313 on (B)(6) 2006many years later legal complaint states that the patient suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, additional surgery, and other injuries. No further information has been provided.